Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 500 mg/dl. Device had also alarmed motor position encoder error alarm. Customer mentioned the insulin had leaked in the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Moisture damage was also found at the motor assembly. Unable to perform the displacement test due to a constant motor error alarm. Unable to verify motor position encoder error alarm due to motor error alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.